Event description:
The customer reported the ventilator would not operate on backup battery during operation. The customer reported the device was in use on a patient and there was no patient harm. During testing, the manufacturers field service engineer reported the unit powered off when ac power was removed. Review of the ventilator diagnostic log history noted that the ventilator had been operating on battery power and the battery functioned until it depleted as a result of use, at which time the ventilator will shut down and alarm as specified due to loss of power. There was also a code in the diagnostic log indicating that when the ventilator was previously powered on by the user it displayed a message 'backup battery not connected', indicating to the user that the battery in place for backup power had a low capacity for use. The service engineer replaced the backup battery to complete the service. Applicable final testing was completed to operating specifications. Per the device operators manual, when the ventilator is powered by backup battery it will generate a non resettable, non silenceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresettable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. Proper care, maintenance and testing should be performed when using battery power sources.